Manufacturer narrative:
Follow-up #1: date of submission 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: a review of the black box showed a power on reset at the time of overheating. The pump was run for 24 hours with no reboots, power losses, or overheating. The pump was opened to find no evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected and no defects were found. No damage was found to the power circuit. The complaint of overheating or power loss was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.